Event description:
It was reported there was stimulation in the wrong location. The patient felt stimulation in her legs but the patient's pain was in her low back. One of the patient's health care professionals stated the lead was not in the correct location. A follow up x-ray was taken and a different hcp felt the lead had proper placement, but there were no comparison films. Only 2 electrodes could be engaged without the patient feeling stimulation in her chest. The medtronic representative thought the lead was placed too high. It was noted the patient was a "very complex" patient who had had multiple therapies over the last 11 years and had "very" poor results with the current device. During the patient's trial prior to implant the patient had "better" results than with the permanent implant. Later, it was reported the lead was revised in (B)(6) 2011. Following the lead revision, the patient still did not have pain relief and intended on having the device removed in (B)(6) 2012. No further details were reported.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2011; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).